Event description:
It was reported that during a rotator cuff repair the device broke. There was a backup device available. No delay or patient injury was reported.

Manufacturer narrative:
Two 72203704 healicoil regenesorb 4.75mm suture anchor devices used for treatment, were returned for evaluation. These devices are not serialized. The devices arrived unmarked in one bag. Since we are unable to determine which device is aligned to which complaint number. They will be evaluated together and retained together. The results were applied to both complaints. The complaints stated: ¿the device broke.¿ also relayed: ¿bone hole was made using for 3.8mm tapered awl.¿ this product recommends use of a 4.75 threaded dilator for prep of normal bone. Both entire devices were returned. The sutures were in place attached to the device. The anchors were attached to distal end of the inserters. There were torque fractures noted. Inserter forks were bent. This is consistent with the report of losing alignment. Conditions indicate that the anchors met with excess force. This is a technique driven product with specific recommendations included in the IFU. Per IFU: ¿breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure.¿ no root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.